Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/23/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: size and location of dehiscence? Was intervention performed to preclude permanent impairment of a body function or permanent damage to a body structure? What is the most current patient health status and condition? All answers above are unobtainable. Once there is any update, we will update the information. H3 investigation summary: actual customer complaint sample or same batch representative sample are not returned. Same batch manufacturer retained sample evaluated for [appearance] and [tensile strength] per current version of sop-06-14 and no issue found, detail testing data please refers to investigation plan. DHR reviewed and no issue found. The root cause of this complaint can¿t be determined, this complaint data will be kept for trend analysis. Device history review: the device history records reviewed, and no issue found. The manufacturing date is [2019/12/26] and expiration date is [2024/11/30].

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Size and location of dehiscence? Was intervention performed to preclude permanent impairment of a body function or permanent damage to a body structure? What is the most current patient health status and condition?

Event description:
It was reported that a patient underwent a procedure for treatment due to injury of musculature of left lower leg on (B)(6) 2021 and suture was used. On (B)(6) 2021, the suture broke and the wound dehisced. The broken suture was removed, and the patient was given infection prevention and symptomatic and supportive treatment. Additional information has been requested.